Event description:
It was reported a bridge bolus was incorrectly performed. The reported entered the old drug concentration (50 ug/ml) as old drug desired does (should have been 12.99ug/d) on bridge bolus screen in error. The incorrectly programmed bridge was "22.515ug over 10:49". The patient had left the clinic, but was called back in. When the patient returned, the incorrect bolus had been running for about 35 hours and .14mls were delivered. The patient was doing fine and had no symptoms. It was also reported the instructions regarding bridge bolus programming in the literature was not clear. The pump was used to deliver fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).